Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly as well. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display when she woke up. Blood glucose value was 171 mg/dl. During troubleshooting, she stated that the battery cap, compartment and spring were not damaged or corroded. She was advised to remove the battery for 10 minutes and insert a new battery; she stated that the display did not return. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.